Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a suspected micro perforation. The patient was monitored previously, during and posterior to operation for pericardial effusion, and there was no reported effusion in any circumstance. A new lead was implanted. No additional adverse patient effects were reported.